Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly and partial display. The customer's blood glucose level was 72 mg/dl at the time of the incident. The insulin pump was having a rattling sound. The customer stated that there was condensation on the screen of the insulin pump which made he display partially visible. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Unable to verify missing segments or partial display and audio/vibrate anomaly due to blank display noted.